Manufacturer narrative:
Initial medwatch was submitted with a notification date of august 14, 2017 in device received by MFR and submitted on september 7, 2017; however the correct notification date is august 4, 2017.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device is currently implanted. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Concomitant medical product: persona tibia stemmed cemented, cat#: 42532007901, lot#: 62504322; persona articular surface fixed bearing, cat#: 42511000610, lot#: 62492016; persona patella cemented, cat#: 42540000038, lot#: 62352426. Multiple MDR reports were filed for this event, please see reports: 0002648920-2017-00549, 0002648920-2017-00550, 0002648920-2017-00546.

Event description:
It was reported that the patient has started hearing and feeling a "clicking" sound/sensation when he walks 1/2 mile or longer.